Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 569 mg/dl. The customer had gotten out of the hospital a few days ago due to high blood glucose and still having issues. Customer advised that she had infection in one of her eyes so she can't see really well. Customer stated her blood glucose was going to take her to the emergency room. Customer advised that she will call back to do troubleshooting once she was there and her blood glucose were under control.